Event description:
It was reported that the device was in elective replacement indicator stage late (B)(6) 2015 when in 2014, the estimated longevity was 3.1 years. It was confirmed the battery voltage had dropped too fast. The device was replaced.

Manufacturer narrative:
(B)(4).